Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. B tab. Date of event: january 23, 2025.

Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Event details: record opened in reference to pr (B)(4) to reflect the previous event that had no been reported to bd. A colleague advised a similar incident had occurred with them at a different time. Per initial details: during visit to administer IV antibiotic via a 24hr easy pump the 30ml plastipak syringe that I was using to draw up the medication burst in my hand. On 10feb2025: unfortunately, the staff had not reported the other incidents or kept details of device information, it was more of a passing comment. They are aware to report any further issues now though.